Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported multiple instances of the screen freezing and communication problems. No consequences or impact to patient were reported.

Event description:
The customer reported multiple instances of the screen freezing and communication problems. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit alarmed with an "audio speaker fault" upon power up and would not function. Internal inspection found contamination under the instrument board component which resulted in the error message condition. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.